Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Correction : date of event, describe event or problem, initial reporter addr 1, initial reporter city. Additional information: medical device serial #, concomitant med prod/dates, initial reporter zip, device manufacture date, imdrf annex b code.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information. A070504 - premature discharge of battery.  A141204 - pumping stopped. E2321 - low blood pressure/hypotension. There was patient involvement. "A report was received from health canada's canada vigilance program which states, ""while transporting patient to CT (in the hallway directly outside of CT doors), the brain of the pump reported a battery failure and that the battery ""disconnected"" causing the entire pump to shut down. Prior to transport the pump had a message that there was over 4hrs battery left on pump. On restarting the pump it said that it was very low battery with less than 5minutes. We were able to restart the pump and restart all medications but the patient was running max-dose pressors at the time (levophed at 0.5mcg/kg/min and vasopressin at 0.04units/min). Writer was able to plug in the machine during the CT and replaced the main pump for another with the same channels with no issues. Pt had a brief drop in bp but recovered with medications restarted"""